Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process. (B)(4) submitted for adverse event which occurred on (B)(6) 2009. (B)(4) submitted for adverse event which occurred on (B)(6) 2010. (B)(4) submitted for adverse event which occurred on (B)(6) 2011. (B)(4) submitted for adverse event which occurred on (B)(6) 2012.

Event description:
It was reported by an attorney that the patient underwent ventral hernia repair surgery on (B)(6) 2007 and mesh was implanted. It was reported that the patient underwent removal surgery and recurrent hernia repair surgery on (B)(6) 2009. It was reported that the patient underwent recurrent incisional hernia repair surgery on (B)(6) 2010. It was reported that the patient underwent ventral hernia repair surgery on (B)(6) 2011 and mesh was implanted. It was reported that the patient underwent ventral hernia repair surgery on (B)(6) 2012 and mesh was implanted, during which the surgeon noted several areas of adherence and adhesions, which were taken down. The take down of adhesions required meticulous dissection in places, gently peeling and sharply dissecting the small bowel off from the prior meh. At two points, mesh was left adherent to the bowel rather than risk enterotomy. It was reported that the patient experienced severe pain, bowel obstruction, recurrences, nausea, vomiting, chills, inflammation, adhesions, scarring, disfigurement, loss of appetite, stress and anxiety. Other procedures are captured under separate files . No additional information is provided.